Event description:
It was reported the driver broke during insertion of the screw. The screw had to be removed with vice grips. The surgery was delayed approximately 1 hour. No patient complications were reported.

Manufacturer narrative:
H6: he drivers was returned for evaluation. Visual examination found normal wear and tear typical for reusable devices. The distal tip is fractured off and was not returned. Analysis of the fracture surface finds a ductile overload fracture that most likely resulted from torsional overload.

Manufacturer narrative:
The products were not returned for evaluation.

Event description:
It was reported the driver broke during insertion of the screw. The screw had to be removed with vice grips. The surgery was delayed approximately 1 hour. No patient complications were reported.